Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir cap unable to lock. Customer's blood glucose level was 6.8 mmol/l. Customer stated the insulin pump does show signs of physical damage. Customer wasn't doing anything when he noticed that he was having troubles on locking the cap on the compartment because of the visible crack on the compartment reaching the back of the insulin pump. Customer was advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.